Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav mifi catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the tubing at the distal end broke during mapping. Catheter was replaced and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The intellanav mifi open irrigated catheter was returned to boston scientific for analysis; analysis of product returned revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. With all the available information, boston scientific concludes the reported observation of tubing set damaged/defective could be confirmed through investigational analysis.

Event description:
The intellanav mifi catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the tubing at the distal end broke during mapping. Catheter was replaced and procedure was completed successfully without patient complications. The device was returned for analysis.